Manufacturer narrative:
Concomitant product: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain. It was reported that the patient did not feel any stimulation despite turning the amplitude all the way up on thursday. It was unknown what led to the event. The patient denied any trauma, such as a fall. No diagnostics, troubleshooting, or interventions had been performed. The issue was not resolved at that time. The rep was going to meet the patient on (B)(6) to check the impedances of the lead with a programmer. No surgical intervention occurred and it was unknown if any were planned. The rep later followed up with the patient and an impedance check of the lead revealed that contacts 10 and 13 were out of range. It happened that her primary program was using contact 13. The rep was able to program around contact 13 and got the coverage she desired. No other interventions were planned at that time.